Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a defective and unreadable display. The display was vague and strips (flex to display worn). Stylus intermittently not responding on touch screen. Cord bay latches, keyboard front latches and rear panel display were broken, bullet assay missing, cooling fan was noisy, the paper tray was nearly empty and the company logo button was missing. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the programmer was defective and unreadable. The programmer was returned for service. There was no patient involved. The programmer subsequently tested out of specification during manufacturer's analysis.